Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and one electric shock for an atrial-driven arrhythmia. Technical services (ts) was consulted and further review was recommended. No adverse patient effects were reported. This device remains in service.